Event description:
Tampons had the strings missing [device physical property issue]. Case narrative: consumer reported via e-mail that the tampons had strings missing. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.